Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced nocturnal hypoglycemia while using the ilet bionic pancreas with a teflon inset and steel infusion set; the caregiver queried pump operation and was educated on early glucose variability during initial pump use and on alerts. Symptoms included asymptomatic low blood glucose with a nadir of 56 mg/dl lasting about 40 minutes. Outcomes included recovery of glucose to target after administration of oral carbohydrate and no need for medical intervention or hospitalization. Investigation included complaint handling, user education on pump functionality and alarms, and review of user-reported glucose trends and corrective actions. Investigation of this case revealed that the pump was functioning, the event involved hypoglycemia of unclear cause during the learning phase, and the user corrected the low with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.